Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e1 and g2 (unmark health professional). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation of lamp did not ignite was confirmed. Based on the results of the investigation, the lamp did not ignite due to the failure of the thermal fuse. However, a root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The intended procedure was an unspecified diagnostic procedure.

Event description:
It was reported that the light source lamp does not ignite. The issue occurred during inspection for use. There was no report of patient involvement or harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.